Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a patient sensor calibration check and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Fluid was found in the pneumatic lines during the inspection. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred during the patient¿s treatment. It was also reported that an m31 air detected in cassette alarm had occurred, during drain 2 of 5. Additional information was provided upon follow-up with the pd patient. After the alarm went off, the patient looked at the cycler and saw fluid actively leaking through the crack of the cycler door. The patient reported that they did not complete their treatment. Despite this, they verified being trained to perform manual pd therapy if necessary. No visible damage was identified on the cassette when it was removed from the cycler. After ts was informed of the fluid leak, it was advised that the patient discontinue using the cycler and a replacement cycler was issued to the patient. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed that they notified their pd nurse of the event. As a precaution, prophylactic antibiotics were prescribed to the patient. The patient reportedly took 1 pill a day for 3 days; the antibiotic type and dose were unknown to the patient. It was confirmed the patient received their replacement cycler and they were continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available to be returned for evaluation as it was reportedly discarded.